Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported there was alleged non capture on the ipg and the ventricular rate was below the pacing rate

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient experienced syncope and that non capture and unstable and high thresholds were noted on the rv lead. Prior to explant, the ipg indicated elective replacement indicator (eri). The lead was explanted and replaced. It was also reported the right atrial (ra) lead was removed and replaced

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the ipg indicated elective replacement indicator (eri) prior to explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with dizziness and their heart rate was forty beats per minute. No pacing spikes were seen on the electrocardiogram (ECG) and oversensing was suspected on the right ventricular (rv) lead. Reprogramming was performed and then the implantable pulse generator (ipg) was explanted and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.